Event description:
It was reported that high voltage therapy from the device was unable to resolve a vt episode. The device was explanted and the patient was upgraded to a higher energy device. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.